Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was scheduled for lv lead revision. Upon interrogation it was noted that the patient was rv only pacing. Patient had diaphragm capture from all vectors in the lv lead or no capture. During the revision the lead became dislodged from the cs and the physician made the decision explant and replaced the lead. The patient is stable. I was noted that the patient had a previous av node ablation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.